Event description:
The patient reported that yesterday after lunch his blood glucose lowered to 45 mg/dl and his parents called the ambulance. He refused to be transported to the hospital. He stated that his blood glucose measured 130 mg/dl before breakfast that morning. He bolused 2 units of insulin for breakfast and 6 units of insulin for lunch. He switched to the backup infusion device. No further information is available. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.